Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that a partial carbon dioxide (pco2) failure occurred on both the arterial and venous probes at random times during case. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.